Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs), alleging that her one touch ultra meter did not turn on. The patient told the medical affairs specialist (mas) that the reported meter had not turned on for about 3 weeks. She changed the meter battery and continued to attempt to test with the meter, but it would not turn on. The patient said, she normally tests her blood glucose 3 to 4 times per day. She was instructed to call her physician if her blood glucose reading was > 250 mg/dl. During the time she was unable to test with the lfs meter, the patient continued to take her usual diabetes medication, metformin 500 mg twice a day. Prior to that day, the patient felt thirsty, had a dry mouth, and blurred vision. Her son called ems. The emt's obtained a result of 420 mg/dl on the ems meter and transported the patient to the ER. The patient said a reading "about the same" as the ems reading was obtained in the ER. The patient was treated with an insulin injection (dose and type unknown) and advised to eat fewer carbohydrates. She was released to home from the ER. The customer care advocate (cca) walked the patient through pressing the power button and the meter did not turn on; however, the meter turned on with a test strip inserted all the way into the test strip port. The meter was replaced. The complaint is reported because the patient alleges she was unable to obtain a result on the lfs meter for three weeks. She claims she continued to take her usual oral diabetes medication and experienced symptoms that suggested hyperglycemia and hyperglycemic readings on ems and ER devices. The patient was treated with insulin.